Event description:
It was reported that the transmitter would not power on after lightning struck the patient's home. It was noted that the left contact of the ac power adapter had black charring. The transmitter was replaced.

Manufacturer narrative:
Final analysis found burn marks and burnt components in the ac power adapter which contributed to the field complaint of power up anomaly.